Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's power supply is defective. It was reported to philips that the alleged failure was observed while the device was in clinical use. However, no adverse patient impact was reported.